Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited loss of capture. Subsequently, the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) lead was visualized with fluoroscopy and found to have dislodged. This lv lead was explanted. No additional adverse patient effects were reported.